Manufacturer narrative:
Based on the claim against the product by the customer noting errors encountered on the generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse arrived on site and did not replicate the issue. The integrated electro surgical unit (iesu) was replaced due to the issues that the customer had experienced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported issue was confirmed/replicated. The complaint regarding generator errors was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fse replaced the iesu after the completion of the procedure due to errors: m-1f and 2-8a. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the site encountered error messages on the erbe. The technical support engineer (tse) viewed system logs and noticed the error 2-8a but could be related to a bad instrument cable as well in relation to patient identifier (B)(6). Clinical territory associate (cta) stated that the robotics coordinator would bring up a new cable but requested for their field service engineer (fse) to test the generator. Tse recommended customer to power cycle the erbe only as well. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.